Event description:
The hospial reported that the pt was on bypass when they decided to change out the original oxygenator. When they began to place this oxygenator into the circuit they noted blood leaking into the casing. The patient was never actually on this oxygenator. This oxygenator was changed out. The patient was not affected by this incident. The device will not be returned.